Manufacturer narrative:
The event date and the death date were not reported. The aware date was used for the event date.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient died four days post-procedure.